Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a fracture to the harmonic ace instrument's blade. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the harmonic ace instrument's blade breakage occurred outside the patient after the instrument was withdrawn from the cannula. No fragment fell into the patient and there was no patient injury. There is no report of post-surgical complications and the patient has not returned to the hospital. The surgeon believes that the instrument itself was damaged. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The reporter did not know the instrument's batch sequence number. The fragment was not discarded after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and failure analysis found no damage. The instrument passed energy recognition. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.